Event description:
It was reported that the patient developed an infection at both incision sites. The patient underwent a spinal cord stimulator (scs) system explant procedure and is doing well postoperatively. The explanted device components were discarded of by the facility. Additional information was received that the location of infection is at the flank. The symptoms were pain and redness at pocket site. The physician believed that it was not device related. The patient was administered with antibiotics.

Manufacturer narrative:
Sc-1216 (B)(6). Investigation results. The device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A labeling review did not reveal any anomalies as it states: tissue reaction to implanted materials can occur and possible surgical procedural risks are: temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis are known risks with the use of spinal cord stimulation (scs). Sc-2218-50 (B)(6). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient developed an infection at both incisions. The patient underwent a spinal cord stimulator (scs) system explant procedure and is doing well postoperatively. The explanted device components were disposed of by the hospital. Additional information was received that the location of infection is at the flank. The symptoms are pain and redness at pocket site. The physician believed that it is not device related. The patient was administered with antibiotics and culture was taken but was not given.

Event description:
It was reported that the patient developed an infection at both incision sites. The patient underwent a spinal cord stimulator (scs) system explant procedure and is doing well postoperatively. The explanted device components were discarded of by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7168598 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7165751 UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 batch: 37085917 UDI: (B)(4).